Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the device was returned and analyzed. The analysis found the battery depletion was normal.

Event description:
It was reported that the device indicated end of service (eos) prematurely due to high output. The device was explanted and replaced. It was also reported that the left ventricular lead had high threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.